Manufacturer narrative:
Power inlet filter.

Event description:
It was reported by service report that the power cord and power inlet filter were damaged. No patient involvement or adverse consequences are reported.